Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were very small measuring 5mm in diameter and they were extremely calcified and tortuous. It was reported that the pt presented emergently with a ruptured aneurysm and was not a good surgical candidate. The vessels were able to be dilated up to 8 mm and a pigtail catheter was inserted. This was followed by an attempt to insert the delivery system; however, it was not possible to advance the delivery system. The decision was made to remove the delivery system and during removal the iliac artery ruptured. There was a balloon already in place and it was used to control the bleeding. Open surgical repair was performed. No additional clinical sequelae were reported and the pt was stable.

Manufacturer narrative:
Evaluation: results and conclusions: ruptured vessel/aneurysm. Small, calcified and tortuous iliac arteries, ruptured aneurysm.